Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that when doing registration, half of the points on the patient were not showing up on one side of the model. When adjusting the opacity of the scan, the points were collecting under the skin and towards the back of the patient's head. A portion of the patient's forehead was cut out of the scan. They tried to retrace, while avoiding any soft tissue or the portion of the anatomy that was cut out of the scan, and added a few touch points into the registration. Issue occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome but navigation was aborted.